Event description:
Patient reported right side rupture. Patient later reported lump, cyst, swelling, "fluid build up," and patient feels like patient is "electrocuted every 5 seconds." Patient also reported "concern about affording surgery costs." Patient additionally reported "textured device." The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation included seroma.

Event description:
Patient later reported lump, cyst, swelling, "fluid build up," and patient feels like patient is "electrocuted every 5 seconds." Patient also reported "concern about affording surgery costs."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.